Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review, functional testing, and a visual inspection were performed. The device cannot power on was identified as a f-94 (configuration option settings checksum is not 0) alarm during functional testing. The cause of the condition was determined to be damaged main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not power on. This event occurred before use. There was no patient involvement. No additional information is available.